Event description:
It was reported that the patient had experienced a lack of therapy benefit; the patient had gone to the ER for treatment related to stimulation sensation detected in the chest area. The patient turned stimulation therapy off, which resolved the issue. Follow-up with the hcp for x-ray exam of the lead and system reprogramming was anticipated. The patient status was fair; the patient had returned home. Additional information has been requested from the physician.